Event description:
Information received from the field notes that during a routine follow-up, interrogation revealed back-up operation. The patient was pacemaker dependent and upon the patient's request, the device was replaced and not downloaded.